Event description:
It was reported that the lead dislodged during implant. The lead could not be fixed in the vein. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis found normal device characteristics.